Event description:
Per the clinic, the patient experienced skin overgrowth over the abutment and underwent a revision surgery on (B)(6) 2014, to remove the excess skin tissue. The patient was equipped with a longer abutment during the same surgery. The issue has been resolved and the patient resumed use of the device.

Manufacturer narrative:
(B)(4). Fixture remains insitu.